Event description:
It was reported that during the procedure, an unspecified xience stent was deployed in the moderately calcified and tortuous distal circumflex (cx) artery. The physician then attempted to place the 2.25 x 12 mm xience nano stent in the obtuse marginal artery. Due to the patient anatomy, the physician experienced some difficulty advancing the stent delivery system and the stent dislodged at the target site in the obtuse marginal artery. The stent delivery system was removed from the patient anatomy without difficulty. A 2.5 x 15 mm xience v stent delivery system was then advanced and the stent was deployed to crush and trap the 2.25 x 12 mm xience nano stent to the vessel wall, as well as treat the target lesion. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.